Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone (B)(6) h3 other text : device not returned to manufacturer.

Event description:
On 12th may, 2023 getinge became aware of an issue with one of surgical lights - volista standop duo 600/400. It was stated the rust occured on the safe segment on spring arm and connection between the fork and lighthead is loose due to loosen screws. There was no injury reported, however, we decided to report the issues in abundance of caution as any rust particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 12th may, 2023 getinge became aware of an issue with one of surgical lights - volista standop duo 600/400. It was stated the rust occured on the safe segment on spring arm and on connection of lamp bracket and spring arm, and that connection between the fork and lighthead is loose due to 6 loosen screws (bracket lamp body connection). There was no injury reported, however, we decided to report the issues in abundance of caution as any rust particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th may, 2023 getinge became aware of an issue with one of surgical lights - volista standop duo 600/400. It was stated the rust occured on the safe segment on spring arm and connection between the fork and lighthead is loose due to loosen screws. There was no injury reported, however, we decided to report the issues in abundance of caution as any rust particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 12th may, 2023 getinge became aware of an issue with one of surgical lights - volista standop duo 600/400. It was stated the rust occured on the safe segment on spring arm and on connection of lamp bracket and spring arm, and that connection between the fork and lighthead is loose due to 6 loosen screws (bracket lamp body connection). There was no injury reported, however, we decided to report the issues in abundance of caution as any rust particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - volista standop duo 600/400. It was stated the rust occured on the safe segment on spring arm and on connection of lamp bracket and spring arm, and that connection between the fork and lighthead is loose due to 6 loosen screws (bracket lamp body connection). There was no injury reported, however, we decided to report the issues in abundance of caution as any rust particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to the subject matter expert at the manufacturing site, the gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time. Since may 2017, the assembly procedure ¿gom 5463 ind.o and gom5462 ind.m¿ indicates that the original screws have been replaced by pre-glued screws. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.